Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process more insulin than usual was needed to fill tubing. During troubleshooting with tandem technical support, it was confirmed that the tubing was able to be primed and drops of insulin were seen exiting the end of the tubing. There was no impact to the customer's blood glucose level.